Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was r2 malfunction. The customer realigned the r2 probe with assistance from a siemens healthcare diagnostics technical solutions center rep. The instrument is performing within specs.

Event description:
Six elevated troponin I results of >7 ng/ml were obtained on patients' samples. Two results were known to be reported to the physicians. The two samples were retested and negative results were obtained. It is unknown if the other four samples were reported or retested. It is unknown if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was r2 malfunction.